Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit will not charge. There was no patient involvement.

Manufacturer narrative:
It was reported that cardiosave intra aortic balloon pump (iabp) battery would not charge. There was no patient involvement and no harm or injury reported. A getinge field service engineer (fse) evaluated and found unit with high pitch alarm when plugged in, he checked batteries and found both to be at zero charge, he replaced with 2 new charged batteries and unit was reinserted to cart. The other two batteries are charging fine with the other cart. Calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Unit returned for clinical use.